Manufacturer narrative:
A lead revision was performed and this lead was successfully explanted and replaced. It will be then returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
The lead was returned.

Event description:
Boston scientific received information that one day following the implantation of this right ventricular defibrillation lead, it was discovered that the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement. Detailed analysis did not reveal any abnormalities.